Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 23/jan/2012, 21/jan/2016, 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening extended and underweight. A microscopic analysis was performed which identified: one sharp edge opening, unidentified (tear) opening and stress marks near the opening site (this condition was called surgical impact). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening due to surgical impact. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation are rupture and capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left breast feels ¿firm and looks abnormal due to capsular contracture,¿ baker grade iii and "a lump or thickening in or near the breast or in the underarm area." Patient additionally reported a rupture. This record is for the left side. Device has been explanted.